Event description:
Additional information: healthcare professional reports the event has led to permanent damage and it was specified "patient is still a little swollen. Refused hyaluronidase injection."

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and granulomatous reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: ¿ all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). ¿ all aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported that almost 10 months following injection in the lips with one syringe of juvéderm volbella® xc, in the cheeks with one syringe juvéderm voluma® xc, and in the nasolabial folds and oral commissures with one syringe of juvéderm® ultra xc, the patient experienced ¿delayed unusual swelling on the lips, inside of the lips and on the cheeks.¿ the patient had a biopsy performed 5 days after symptoms began and the results showed "granulomatous reaction to hyaluronic acid." Three days later patient was prescribed a "prednisone dose pack and a topical cortisone". The patient was taking "vitamins" concomitantly. Patient¿s symptoms are improving. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01160 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2017-01163 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.